Event description:
It was reported that during implant of the implantable pulse generator (ipg) the set screw became loosened too much and the screw became diagonal. The ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.